Manufacturer narrative:
The device is available for analysis but has not yet been received. Additional information is pending and will be submitted within 30 days upon receipt.

Event description:
As reported, during the release process, the plug of a 5f exoseal vascular closure device (vcd) failed to pop out completely and half of it was in the delivery stem and half was exposed. There was no reported patient injury. The intended procedure was reported to be femoral artery occlusion. When the device was withdrawn, the plug and the handle were withdrawn together. The physician is a mature surgeon who had received professional training and had successfully performed occluders many times. The device is expected to be returned for evaluation.

Manufacturer narrative:
As reported, during the release process, the plug of a 5f exoseal vascular closure device (vcd) failed to pop out completely and half of it was in the delivery stem and half was exposed. There was no reported patient injury. The intended procedure was reported to be femoral artery occlusion. When the device was withdrawn, the plug and the handle were withdrawn together. The physician is a mature surgeon who had received professional training and had successfully performed occluders many times. Multiple attempts to obtain supplemental information were made; however, additional event details were not provided. The device was not returned for analysis. A review of the manufacturing documentation associated with lot 18369887 presented no issues during the manufacturing process that can be related to the reported event. The reported event of ¿vascular closure device (vcd) deployment difficulty partial deployment¿ could not be evaluated since the device was not returned for evaluation. With the limited information provided, without the return of the device, and with no procedural films, the cause of the reported event could not be determined. It is possible that factors related to the procedure, handling, and/or patient anatomy contributed to the reported event. According to the instructions for use (IFU), the user is instructed to use the left hand to anchor the vascular sheath introducer and the exoseal vcd in a stationary position. The user is then instructed to press the plug deployment button to deploy the plug, ensuring the plug deployment button is fully depressed and flush against the handle assembly. The indicator wire will automatically withdraw and the plug will be deployed. The IFU cautions that care should be taken to ensure no further pullback of the exoseal vcd and vascular sheath introducer occurs prior to, or during, deployment of the plug. Approximately 1-2 seconds after depressing the deployment button, the user is instructed to retract the exoseal vcd and vascular sheath introducer as a unit until the system is fully removed from the patient and apply light, non-occlusive pressure to the wound site. Based on the information available for review, there is no indication to suggest that the reported failure could be related to the design or manufacturing process of the unit. Therefore, no corrective/preventative actions will be taken at this time.

Event description:
Multiple attempts to obtain supplemental information were made; however, additional event details were not provided. The device was not returned for evaluation as anticipated.